Event description:
Based on add'l info received by customer technical support on 11/20/00, this event is now MDR reportable. The customer reported that while running a hepatitis surface antigen assay, summit sample handler, pipetted a blood clot in well position c11 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.